Event description:
It was reported that the patient presented with grade 4 degenerative mitral regurgitation (mr), atrial fibrillation, heart failure and mitral annular calcification (mac) for a mitraclip procedure. During the procedure, mitraclip xtw was implanted. While the second mitraclip xt was being placed lateral to first clip, posterior leaflet was damaged during positioning of the second clip. Following additional attempts to optimize placement of the clip, the mr severity increased and subsequent grasps were unsuccessful in reducing mr. The mitraclip xt was removed from the anatomy. The patient remained intubated and was sent to the intensive care unit (ICU), where they were extubated. The patient is currently in hospice. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure appears to be related to procedural conditions (posterior leaflet damaged during placement). The reported tissue injury appears to be related to procedural conditions (interaction with anatomy during grasping). The reported mitral regurgitation is a cascading event of the tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with grade 4 degenerative mitral regurgitation (mr), atrial fibrillation, heart failure and mitral annular calcification (mac) for a mitraclip procedure. During the procedure, mitraclip xtw was implanted. While the second mitraclip xt was being placed lateral to first clip, posterior leaflet was damaged during positioning of the second clip. Following additional attempts to optimize placement of the clip, the mr severity increased and subsequent grasps were unsuccessful in reducing mr. The mitraclip xt was removed from the anatomy. The patient remained intubated and was sent to the intensive care unit (ICU), where they were extubated. The patient is currently in hospice. There was no clinically significant delay.